Manufacturer narrative:
This supplemental report is being submitted to provide additional based on the legal manufacturer's investigation. The root cause was unable to be determined. A clinical investigation was performed, and the clinical investigation concluded that these events were potentially attributed to user technique or handling. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device passed the inspection tests output, but the top display is loose. The cause of the reported adverse event cannot be conclusively determined at this time.

Event description:
This is 2 of 3 reports. It was reported that the patient's left kidney failed months after undergoing a laser lithotripsy using the subject device. The procedure was completed using the same device and no device issue reported during the procedure. The patient had strictures in the kidney. The patient was provided pain medication following the procedure and was discharged. The patient did not have any problem urination, and no symptoms were reported by the patients. The scarred tissue of the ureter was observed through imaging. The patient is currently doing fine.